Event description:
The customer's mother reported via phone call that the insulin pump's screen was scratched. The mother stated the customer was unable to read the numbers on the screen as a result. The mother declined to have the insulin pump replaced at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.